Event description:
T was reported that these parts would engage with tulip, but the set screw would not thread into the tulip. When the reducers were on the tulip & fully reduced rod. This added an extra 45 min to surgery as they troubleshooted the issues, ultimately resolved by switching to new instrumentation. The patient passed away at the hospital 5 days later, the surgeon believes the patient had proposal infusion syndrome.

Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of: death. The part was not returned so it is not possible to verify the reported issue. The reported malfunction of the geared reducer, threaded during surgery. The reducer engaged with the tulip, but the set screw failed to thread into the tulip. No new information uncovered; confirmed issue was resolved and construct was locked down. Passed away 5 days post-surgery: cause currently unknown. Matches system risk analysis hazard: instrument binds when reducing. Observed risk level aligns with expected risk level. Overall system risk remains maintained and there is no further investigation required.